Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained elevated troponin (accutni) results, within the risk stratification range of the assay, for three patients. The results were generated by the access 2 immunoassay system. Repeat testing of the patient samples reproduced erratic results that were within the risk stratification range and normal reference ranges of the assay. The customer reported that only repeat results were reported out of the laboratory; however, the customer did not indicate if they reported out "normal" repeat result or the "risk stratification" repeat results. The initial and repeat results for each patient did not reproduce within labeled accutni precision claims for either patient's samples. The clinical picture of the patients has not been provided to date. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in lithium heparin plasma vacutainer sample tubes. The samples centrifugation information has not been supplied to date. Qc was performing within the customer's established ranges on the date of the event. Per customer supplied data, system checks performed on (B)(4) 2011, and (B)(4) 2011 all passed within instrument specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse removed and cleaned the instrument wash wheel. The fse also replaced all aspirate probes and the associated tubing. The fse verified hardware operation by performing a passing system check and a passing high sensitivity system check within instrument specifications. Although repairs were completed at the time of instrument service, a definitive root cause for this event has not been determined to date. An MDR is associated with this event: 2122870-2011-05691.